Event description:
It was reported that the customer used the terumo radifocus 0.018 guide wire, and the wire became stuck at the insertion. Reportedly, the clinician removed the sheath with the guidewire. Reportedly, there were no pt complication or injuries.

Manufacturer narrative:
The device was not returned for evaluation.